Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed no anomalies. The returned product functioned properly during the evaluation and passed all diagnostic testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. No incidence of sparking was observed during investigation using the original power cord and unit.

Event description:
It was reported that the power cord sparked when plugged in. The cord and unit were replaced. There were no adverse consequences to the patient.